Event description:
It was reported that: "patient information": sex: unknown, disease name: 6 mm aneurysm in icpc, procedure: planned procedure, micro catheter: sl-10/stryker, assist stent: unknown, y connector: unknown, used coils: target detachable coils/stryker, optima coil system. Description: after placing two target coils within the aneurysm as the 1st and 2nd coils, the physician used the optima 4x10 as the 3rd coil. During the process of attempting to reposition the implant coil several times within the aneurysm, the physician found that the optima 4x10 was stretching. Then, the optima 4x10 was retrieved using a snare. After that, the procedure was successfully completed with a competitive coil without replacing the microcatheter. Upon checking the retrieved optima 4x10, it was presumed that the pusher part was stretching. The procedure did not involve the tortuous anatomy. The detachment operation of the optima 4x10 was not performed. It is unknown whether the physician did perform the pre-use check of the optima 4x10." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: (B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed only the implant coil was included with the device return without the introducer sheath and delivery pusher. We observed multiple minor and major kinks and stretching along the implant coil. We observed the sr thread of the implant coil to be opaque in color. We observed the returned implant coil was covered in blood. We noted the associated microcatheter was not returned with the coil system. Root cause of the reported issue endured by the coil system can possibly be attributed to the implant coil becoming damaged during the repositioning of the implant coil, resulting in the implant coil becoming stretched upon retracting the coil system. Upon return of the device, we observed multiple minor and major kinks and stretching along the implant coil and we observed the sr thread of the implant coil to be opaque in color. It was reported that "while repositioning the optima implant coil within the aneurysm to achieve the desired shape, the physician found that the coil had stretched". As a snare device was utilized to retrieve the implant coil, the condition of the returned implant coil showed damage throughout the coil. It is likely that the implant became stretched after the implant coil encountered friction, and the user attempted to retract the coil system. Without the return of the delivery pusher or microcatheter used during the incident, further analysis could not be performed. A review of the lhr indicated that the unit was free from visual damage, including the implant coil at the point of the 100% final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number: f240900589 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.